Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. There was no evidence of discoloration or corrosion/contamination to indicate a reprocessing issue. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, while retracting, the prograsp forceps instrument became locked in place with its jaw bent at an angle and would not straighten out for removal from the patient. As a result, the assisting surgeon grasped the instrument and "yanked" it out of the patient with no injury reported. Additional information received on 08-nov-2024 from the initial reporter provided the following information: the issue occurred with the surgeon's head inside the surgeon console's high resolution stereo viewer (hrsv) , while the surgeon was attempting to manipulate instruments from the surgeon console. The jaws of the instrument were stuck on the broad ligament of the uterus when the issue occurred. There was slight tearing to the grasped tissue. There was no unexpected tissue removal, and the affected tissue was inspected and cauterized with the fenestrated bipolar forceps instrument on/in the field. There was some bleeding as a result of the event estimated to be less than 1 cc of blood loss. The tissue had already been dissected from the uterus and the surgeon used the fenestrated bipolar forceps instrument to stop the bleeding. The procedure was completed.